Manufacturer narrative:
(B)(6) the actual device was not available; however, a photograph and video of the sample were provided for evaluation. Visual inspection identified a leakage from the drain bag. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted. Oxiris c is similar to oxiris and oxiris s. Oxiris and oxiris s have been temporarily approved for use in the us under emergency use authorization (B)(4) with a specific indication to treat patients with covid-19 infection.

Event description:
It was reported that "about one hour after treatment" start with one unit of oxiris set, an external fluid leakage was observed at the waste bag. There was no report of patient injury or medical intervention associated with this event. No additional information is available.